Event description:
It was reported that the pump emitted multiple occlusion alarms. The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation the force sensor assembly was found to be damaged. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation the force sensor assembly was found to be damaged. The pump was able to rewind, load and prime successfully. The pump was exercised for 24 hours with no issues. (B)(6). A 2531779-03/24/2010-003-r.